Event description:
Customer reported a broken screen on their insulin pump. Blood glucose level was recorded at 130 mg/dl, which is within the normal range. Technical support attempted to start the pump using different cables but was unsuccessful, confirming the screen damage. The device is expected to be returned, and a replacement pump has been issued. No additional information was provided.